Manufacturer narrative:
Batch review: lot 148475: (B)(4) items manufactured and released on 09-apr-2015. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Visual inspection: during the analysis it is evaluated the expianted stem. The body is completely free of ha coating. Absorption of ha from the stem body can indicate that metabolic activity was taking place and that, presumably, adequate bone contact was achieved at the time of surgery. Postoperative x-rays might have provided additional information, such as the evaluation of possible early rotational instability or initial stress-shielding, but they were not made available for investigation. Some signs of minor damage and scratches are present on the neck of the explanted stem, which is likely due to the revision surgery and not relevant to the reported issue. Based on the analysis completed and information available, it is not possible to identify a root cause of the stem loosening reported. Root cause: aseptic loosening is possible literature described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event and the investigation does not indicate any potential manufacturing related issue or systemic deficiency.

Event description:
Revision surgery due to stem loosening about 10 years and 5 months after primary surgery.